Event description:
It was reported that gouge from tray snapped during use. Wood dust sprayed into wound. No undue force being used. No signs of weakness noted on equipment prior to use. Visible debris removed. Extra dose of antibiotics given in pt. Wound washed with betradine. Wound edges recovered with steridrape and pulsavac.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.